Event description:
A lifecor pt service rep (psr) called and stated that she was completing an in-service, and was having trouble getting the battery packs into the monitor. She stated that she tried both battery packs and had to really whack them into the monitor to get it to work. Support asked her not to whack the battery packs into the monitor, because it could damage both battery packs and the monitor. Support sent the psr a replacement monitor and battery packs.

Manufacturer narrative:
Monitor; battery pack- 09/2007; battery pack- 02/2008. Device eval summary: device evaluations of monitor, and battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restored. The root cause of the bent pins in unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The root cause was slamming the battery pack into the monitor. The battery pack connectors were replaced. The battery packs were retested and restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The pt received a replacement monitor and battery packs.